Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that they received a call service 088 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/28/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/14/2015 with the following findings: the pump's black box showed multiple call service 088 alarms. No alarms or any warnings occurred during the investigation. No intermittent condition was found to the printed circuit board. Unrelated to the call service alarm allegation, the battery compartment was cracked from the bumper pad down to the case seal.